Event description:
Customer reportedly obtained results of 300-400mg/dl and retesting immediately with results of 129mg/dl and 130mg/dl. Caller reports another comparison where the device read 389mg/dl and 160mg/dl within minutes. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.